Manufacturer narrative:
Ligation bands are intended to pass naturally through the gastrointestinal tract once the ligation site heals. Therefore, retrieval of a ligation band from the gastrointestinal tract is not considered intervention to preclude serious injury or death. A review of the two year adverse event history for the ligator product family was conducted. Retrieval of ligation bands has not caused or contributed to serious injury or death during this time period. Evaluation: our laboratory evaluation of the products said to be involved could not confirm the report as it was described. The ligator barrel was returned with five bands remaining in position. The ligator handle was returned in the firing position and functioned properly. During our laboratory analysis, the ligators were loaded onto an endoscope that is in a curved position to simulate worst-case scenario. The five remaining bands deployed properly. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because, none of the product from this lot remained in inventory. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During esophageal banding, the physician used a cook 6 shooter saeed multi-band ligator. The reporter indicated, the latex band came off in the patient during the procedure (i.e. Premature band deployment). The band was removed with biopsy forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.